Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and had no capture. In addition, the lead had high, undefined and infinite impedance. The lead remains in use; however, a lead replacement is planned. No patient complications have been reported as a result of this event.